Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient is getting a pump implanted, and stated their stimulator does not work. Patient's therapy moved to their belly some time after implant and patient was unable to use the stimulator. Stim was only felt anterior. A complete system replacement has been ordered and will done after patient is done healing from the pump implant. The issue is not yet resolved, and the cause was not reported. The rep reported they would submit any new information that becomes available.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2022. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2022. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-aug-2026, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 18-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.